Event description:
It was reported that based on the carelink report that it was questioned if the atrial lead may be oversensing. Additional review of the stored electrogram (egm) episodes indicated that the lead was intermittently undersensing atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.